Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to infection. The patient reported to the emergency room for oozing at her wound site and associated fever. She had been seen and examined the day prior in her md office and started on an oral antibiotic for oozing and redness at her wound site. She was admitted for sepsis and possible abcess of wound site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).